Manufacturer narrative:
Product has been discarded; no product return is anticipated. Lot number is unknown; unable to perform device history review. User technique suspected. Complaint received prior to rollout of enhanced in-service training program. Will continue to monitor on monthly trend reports.

Event description:
Incident occurred when rn gave insulin injection to elderly, frail patient using a prefilled insulin pen and autoshield pen needle. Unsure of all the facts; however, rn reported possible incorrect user technique.